Manufacturer narrative:
Device evaluation: result - bd received one used stylet puller and telescoping shield that was fully retracted. The stylet was best in three parts. The device history record for the reported lot number 6124991 was reviewed and no qns or other events were related to the complaint stated by the customer. This lot was manufactured may 14th, 2016. According to sampling plan applied for product performance, this lot was accepted and released. No values out of specification or problems during activation were found. The product is tested (pull force) through of manufacturing process and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. This reported defect is not related to the assembly process. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. Bd could not confirm this as a manufacturing related issue. This defect can be related with an incorrect activation. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(4). Device evaluation: a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the safety mechanism failed to protect the needle. No injury occurred as a result of this incident.